Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2023; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (500 mcg/ml at 44.97mcg/day) via an implantable pump. It was reported that the patient was brought into surgery because the pump had previously flipped. External factors included the patient losing over 40lbs which was believed to be the cause of the pump flipping in the pump pocket. The healthcare provider (hcp) realized the pump had flipped during a routine refill (date unknown) and was able to flip it back. During surgery, the catheter did not aspirate as it was twisted and kinked in multiple places. The hcp placed a new catheter and the issue was resolved.